Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6). The patient had a CT scan done approximately 2 years later, on or about (B)(6) 2016 which showed the filter had perforated through the walls of the vena cava. The patient alleges ¿significant injuries¿ including perforation, severe pain, life-threatening complications, severe fear, stress and anxiety. Argon¿s attorneys are attempting to gather additional information.